Event description:
It was reported by the surgeon that when the surgeon passed the suture through the sacrospinous ligament with the fixt device the suture got stuck and the bullet tip was unable to be retrieved and stayed in the pt. Per additional info received, it was confirmed that the bullet was left in the pt.

Manufacturer narrative:
No sample was returned for eval. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "potential complications associated with the proper usage of the fixt suturing device may include, but are not limited to: bleeding, hematoma, infection, injury to internal vessels and nerves, injury to internal organs and tissue including perforation and occlusion, inflammatory reaction to suture material or the trauma of being sutured." (B)(4). The lot number is unk, therefore, the device history record could not be reviewed.